Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 mm x 20/135 mm sterling balloon catheter was then advanced to the lesion and upon inflation, the balloon ruptured at an unspecified atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).